Event description:
Upon opening, it was noticed that the inner packaging of the nail had been compromised. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.